Event description:
It was reported that the device was used during a pediatric tumor removal surgery. At a later date, a serious infection occurred that resulted in the pt's death. No add'l info was obtainable regarding the treatment methods, pt's info, or device status.